Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be reported on a supplemental report.

Event description:
It was reported that the patient fell. During revision surgery it was observed that the sonic pin was broken.